Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that the patient underwent an initial total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2015 due to pain. The cup and head were removed and replaced.

Manufacturer narrative:
(B)(4). Concomitant product - m2a magnum pf cup, part# us157852 lot# 363040; m2a magnum 42-50mm taper, part# 139252 lot# 011900; m2a magnum modular head size 4, part# 157446 lot# 902760; integral/x lateral porous stem, part# x11-170310 lot# 815940. The reported event was not confirmed. Visual and dimensional evaluations could not be performed, as device was not returned. Review of the device history record (DHR) found no discrepancies relevant to the reported event. A definitive root cause for the reported event could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Review of operative notes provided from the revision surgery noted soft tissue and heterotopic bone that was removed from the acetabulum causing the head, cup and taper insert to be replaced. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.